Event description:
Senseonics was made aware of an incident where user reported of receiving a glucose suspend the app. The RMA was authorized for the return of sensor due to system performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 14 after insertion. The returned sensor was tested in-house; however, the testing did not reveal any malfunction of the sensor. A review of the dms data revealed depressed reference and signal channels since insertion on (B)(6) 2025. The blue norm values for all 4 sensing areas stayed below the threshold, and glucose suspend alert was triggered, per system design. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 23 may 2025. D9 device available for evaluation? Yes, on 11 april 2025. G3. Date received by the manufacturer? 23 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.